Event description:
Same case as MFR # 2134265-2012-05243. It was reported that during preparation for a rotational atherectomy treatment procedure, a guidewire fracture occurred. While platforming for an ablation procedure, the 330mm rotawire guide wire fractured during functional check of the speed of the 1.50mm rotablator rotalink burr. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, a guidewire fracture occurred. While platforming for an ablation procedure, the 330mm rotawire guide wire fractured during functional check of the speed of the 1.50mm rotablator rotalink burr. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Updated: device avail. For eval., returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by manufacturer: the returned catheter unit was wire guided using a test guide wire. Resistance was met in the annulus of the burr. The burr was microscopically examined. The burr was flared and misshapen. There were no scratches that exposed brass on the plated back half of the burr. A scratch test performed on the burr confirmed that the burr's cutting action met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The damage to the burr is consistent with the burr coming into contact with the wire. Additional information states the burr came in contact with the wire. The dfu states: "never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could result in distal detachment and embolization of the tip." (B)(4).